Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a t2f retroope procedure, the radiolucent drill bit broke during dorsal cortical bone drilling. It was also reported that additional cuts were required to remove the broken piece with a radio pliers. It was further reported that there were no adverse consequences and no delays as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that misalignment between the drill and the nail during use resulted in contact with metal which caused the drill to break at the tip. The associated devices instructions for use (IFU) provides a note on how to realign the drill bit if required during cutting. The IFU states that the device and associated handpieces are "used to drill or ream through bone".

Event description:
It was reported that during a t2f retroope procedure, the radiolucent drill bit broke during dorsal cortical bone drilling. It was also reported that additional cuts were required to remove the broken piece with a radio pliers. It was further reported that there were no adverse consequences and no delays as a result of this event. It was also reported that the procedure was completed successfully.